Manufacturer narrative:
The suspect device reported by the customer has been identified as being discontinued and beyond the ¿end of life¿ support. At this time, no further investigation can be performed related to the reported issue. The customer stated that they will not be returning the unit.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion is currently waiting for the return of the suspect device. Once the device is returned and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator went dark and starting alarming while in use on a patient. There was no patient harm associated with this complaint. The ventilator was changed.